Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative two (2) unknown lb screws were returned for investigation. Visual evaluation of the as returned product identified both pieces were returned with signs of wear. Both screws can be seen fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on an unknown tooth site (fdi) and were used for approximately 3 years 2 months. The customer did not provide any pictures or x-rays. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: potential adverse events; page 1. Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR and complaint history review could not be performed since the lot/item numbers were unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or products (unknown lb screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured screws.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Email address and fax number unknown / not provided. PMA/510(k) number not available. Device manufacture date not available.

Event description:
It was reported that the screw fractured and was removed from the implant.